Manufacturer narrative:
Initial MDR 1219913-2023-00266 was filed on (B)(6) 2023 and MDR 1219913-2023-00266 supplemental 1 was filed on (B)(6) 2023. UDI related data quality updates only.

Manufacturer narrative:
The initial MDR 1219913-2023-00266 was filed on 23-oct-2023. Additional information received on 27-oct-2023: a customer from outside the united states reported observation of one (1) falsely depressed free triiodothyronine (ft3) patient sample result obtained on an advia centaur xp instrument. Siemens has evaluated the instrument data and the information provided by the customer. The customer performed a new calibration and the quality control (qc) results recovered acceptably. Based on the available information, the cause of the discordant result was unable to be determined. The issue was resolved by routine troubleshooting. The customer is operational. In section h6, investigation findings and investigation conclusions codes are updated.

Manufacturer narrative:
A customer from outside the united states reported one (1) falsely depressed free triiodothyronine (ft3) patient sample result obtained on a advia centaur xp instrument. The advia centaur free triiodothyronine (ft3) instructions for use(IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
One (1) falsely depressed free triiodothyronine (ft3) patient sample result was obtained on a advia centaur xp instrument. The falsely depressed result was reported to the physician but was not questioned. The same sample was reprocessed on the same instrument and a higher result was obtained. The higher result was issued on the corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed free triiodothyronine (ft3) result.